Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site located in the pts moderately calcified left main artery was unsuccessful. In response, the protective sheath was retracted and another attempt was made to advance the sds to the target lesion. This attempt was unsuccessful as well because the stent became dislodged from the balloon catheter. The stent subsequenly embolized to an unk location in the pts body. There were no reported attempts made to retrieve the stent. There were no add'l complications reported relative to this event.

Manufacturer narrative:
The product labeling states that the sheath should not be withdrawn until the operator is ready to expand the stent. The product labeling also states that the use of this device in pts with obstruction of the left main coronary artery is a relative contraindication.